Manufacturer narrative:
Insulin pump was received with button error alarm and no button response due to corroded keypad traces. Pump unable to verify unexpected restart alarm due to button error alarm. Unable to perform the functional testing, including the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to button keypad anomaly. Pump had cracked case at display window corners, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that insulin pump was exposed to moisture due to customer jumping into swimming pool. It was reported that as a result, insulin pump received an unexpected restart alarm, even after battery change and buttons were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.